Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. After a guidezilla was advanced for support, a 2.50 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged inside the balloon delivery system and was remained inside the guidezilla on the stent delivery system shaft. The physician removed the guidewire, guidezilla and the device with the stent delivery system. The procedure was completed with another of the same device and no harm was done to the patient.

Event description:
It was reported that stent dislodgement occurred. The patient was being treated for coronary artery disease and underwent percutaneous coronary intervention. During the intervention a guidezilla was used for support. When the physician advanced the 2.50 x 16mm synergy xd drug-eluting stent, it dislodged inside the balloon delivery system and the stent remained inside the guidezilla on the stent delivery system shaft. The physician removed the guidewire, guidezilla and synergy xd stent with stent delivery system. The procedure was completed with another of same device and no patient harm resulted in relation to this event. It was further reported that the target lesion was located in the heart. The stent was stuck inside the guidezilla guide extension catheter. No damage was noted on the guidezilla. The devices were removed all together as one unit and replaced with new equipment to complete the percutaneous coronary intervention (pci) without harm to the patient.

Manufacturer narrative:
B5 - describe event or problem and h6. Device code: updated.

Manufacturer narrative:
Device evaluated by manufacturer: the synergy xd stent delivery system was returned for analysis inside a guide catheter loaded onto a guidewire, the following attributes were examined. The stent was not crimped in place between the two marker bands, it was instead found located down below the guidewire port in a damaged crushed state. Device to device interaction test: guidewire was removed without issue. The device could not be removed from the guide catheter without further damage to the device. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. The patient was being treated for coronary artery disease and underwent percutaneous coronary intervention. During the intervention a guidezilla was used for support. When the physician advanced the 2.50 x 16mm synergy xd drug-eluting stent, it dislodged inside the balloon delivery system and the stent remained inside the guidezilla on the stent delivery system shaft. The physician removed the guidewire, guidezilla and synergy xd stent with stent delivery system. The procedure was completed with another of same device and no patient harm resulted in relation to this event. It was further reported that the target lesion was located in the heart. The stent was stuck inside the guidezilla with no damage noted with the device. The devices were removed all together as one unit and replaced with new equipment to complete the percutaneous coronary intervention (pci) without harm to the patient.